Event description:
It was reported when using the bd vacutainer® sst¿ tubes, eight(8) tubes appeared to have bowed molding. There was no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.5. PMA/510(k)#: k230855. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bowed molding was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of bowed molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.